Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to another meter (unknown). The complaint was classified based on customer service representative (csr) documentation. The patient was unable to confirm when the meter issue began, stating it was ¿2-3 months ago¿. He alleged that at 5am on (B)(6) 2018, he obtained an alleged inaccurately high blood glucose result of ¿401 mg/dl¿ on the subject meter compared to ¿380 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes with a combination of medication, including humalog and lantus insulin, and in response to the alleged inaccuracy he took an extra 1 unit of humalog insulin. The patient reported that at an unknown time after the alleged inaccurate results, he developed symptoms of ¿lethargic¿. He reported that he was treated by a health care professional with a dose of honey. The patient also reported that he obtained a blood glucose result of ¿340 mg/dl¿ on another meter, the time of the result is unknown. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms, which required treatment from a health care professional after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.